Manufacturer narrative:
Correction: the information was initially reported in regulatory report (rr) number (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The article contained multiple patients and model types. The baseline gender/age characteristic is male/ 69 years. The information was initially reported in regulatory report (rr) number 241345141 and 241379266. Information received from follow up contained the model and serial number and is being reported in this rr. Referenced article: implant characteristics of quadripolar and bipolar left ventricular leads for cardiac resynchronization therapy: results from the attain success japan study. International heart journal. 2018; 59(5):1002-1007. 10.1536/ihj.17-442. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding implant of a left ventricular lead. The lead dislodged, was re-p ositioned, and remains in use. No patient complications have been reported as a result of this event.